Event description:
Reporter indicated a pt had vns generator replacement surgery due to end of service. The explanted generator was returned for analysis and it was identified the generator had a leaky c6 capacitor which caused the premature end of service condition. A battery estimation performed revealed the generator had approximately 1 year remaining.